Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h6: type of investigation - additional h6: investigation findings h6: investigation conclusion.

Event description:
Subsequent to the initial MDR, additional information was provided on 5/26/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 4/27/2026 at 12:57 am with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to sensor expiration on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the day of the reported event (5/6/2026) the egvs fell below the low threshold starting at 1:12 am. Several urgent low soon and urgent low alerts were triggered, and acknowledged, and by 1:37 am the egvs were rising to within target range. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026 the patient stated having experienced a diabetic comatose. It was unknown if the patient experienced a hypo or hyperglycemic event. It was unknown what type of care the patient received, and how long they would have been at the hospital for in the case they went there. No treatment was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and all attempts to obtain further information were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.